Event description:
During service testing, a baxter repair technician reported that the device underinfused on channel c. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
The reported condition was confirmed. Inspection of the device found that the pump underdelivered due to a faulty pump head module (phm). The phm was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA #mdq-CAPA-164 which was opened on july 28, 2005.